Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fifteen (15) years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, the endoscope reprocessed in oer whose water supply piping was deficiently disinfected and whose disinfectant solution concentration level was not checked was used for the procedure, could not be identified. There may be a difference of recognition of handling of the device and reprocessing method between what was recommended by olympus and the recognition of the subject facility. The root cause of the subject event was unable to be specified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU warns against improper reprocessing describing ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿. Olympus will continue to monitor the field performance for this device.

Event description:
It was reported the user facility confirmed that there was an inadequate disinfection of the water supply pipes and that the disinfectant concentration had not been evaluated by the endoscope reprocessor which led to the gastrointestinal videoscope being insufficiently reprocessed. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.